Event description:
Per the clinic, the patient experienced "granuloma around the implant site which leads to pain". Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023.